Event description:
Additional information was received indicating that the patient's current physician does not have any information regarding the previous infection and the previous physician is no longer practicing. Further information on the infection cannot be obtained.

Event description:
It was reported that the patient's vns had previously been explanted due to infection on an unknown date. The patient is now pursuing re-implantation. Attempts for additional information on the infection have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.